Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va113te, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the caller reported the patient was not getting relief from therapy for the past few weeks, was leaking, and needed to adjust their settings. The patient did not feel stimulation with the therapy confirmed to be on at 7.8v, they increased to 8.0v and they still did not feel stimulation. No falls/trauma were reported to be related to the event. The patient was to follow up with their healthcare provider (hcp) regarding the symptoms and settings. The exact event date is unknown additional information was received from a healthcare provider (hcp) via manufacturer representative (rep). It was reported the patient had lack of symptom relief and the hcp office did program changes and diagnostics. The system was replaced and the issue was resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that a representative could not help. The patient was told to go to their doctor for an adjustment. They noted "not satisfied". The patient also noted "having leakage with response, no help ordered".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.